Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous repairs in the last 12 months related to the complaint. The customer¿s reported issue was confirmed through visual inspection. The downstream occlusion (dso) seal was found to be separating from the plate, and the air sensor was loose in the housing. Further inspection identified contamination in the sensor. The dso sensor and seal alongside the air sensor were replaced to resolve the issue. During investigation, it was discovered that the contamination had coated the cam shaft and as such was failing to build pressure in the downstream occlusion test. The cam shaft and all bearings were also replaced to resolve issue. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
It was reported that the air sensor and downstream occlusion (dso) seal were both unattached and falling off. The stop/start button was also hard to press in. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.